Manufacturer narrative:
B3. Date is estimated; year is valid. The event includes two ins with the following serial numbers: 1. (B)(6) 2. (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have 2 implantable neurostimulators (ins) and one of them was not charging and not connecting to their ins. Patient stated that they have been trying to connect last week so they take the battery out for 2 days and now the ins was starting to charge but it was not "really getting a good charge". Patient mentioned contacting their manufacturing representative (rep) and the rep told them to call and set their device reset on agent's end like virtually. Agent reviewed information on this. Patient mentioned that about a month ago they went to do an MRI and they set the device to MRI mode and when they show the controller to the MRI staff it was off to MRI mode. Patient set the MRI mode again and after they were done with the scan, they noticed the MRI mode was off again when their other controller was still in MRI mode. Agent reviewed information. Patient was currently charging ins during the call and was in batteries screen with controller battery at 70% and ins in red recharging good. Patient made a comment that now the ins was charging, and they started charging 15 minutes ago. Patient also saw battery empty cannot provide stimulation message as well. When asked for event date patient said it was on and off for about a year ago. Patient mentioned they're using the same recharger for both controllers. Agent reviewed ins charging duration and patient mentioned that ins battery went to orange. Agent submitting request to narrow down charging issue. A request was sent to repair to replace the recharger.